Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs professional meter serial number (B)(4). The customer was asked, but did not know the exact date of the event since the meter memory showed a date of "01/25/01" for the complained measurements. At 11:17 a.m., a sample from the patient was tested, resulting as >8.0 inr. At 11:19 a.m., a sample from the patient was tested, resulting as 6.0 inr. At 11:21 a.m., a sample from the patient was tested, resulting as 4.5 inr. No adverse events were alleged to have occurred with the patient. The customer did not know if the patient received treatment or a change in treatment based on the meter results. The customer does not think the patient received treatment because the staff performing the testing did not trust the meter measurements. The customer was asked, but could not provide any details on the patient or details on handling of the device. The customer did not know if the patient has concerns with anemia, polycythemia, lupus, or antiphospholipid antibodies. The customer does not know if the patient was treated with other blood thinners besides warfarin. The customer did not know if the patient had unusual bleeding or bruising. The customer also did not know about the patient's dietary habits. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 152870) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 3.8 inr . Donor 1 hct: 36%. Donor 2 hct: 49%. Testing results: donor #1: masterlot: 3.0 inr. Customer meter and masterlot: 3.0 inr. Donor #2: masterlot: 3.8 inr customer meter a.nd masterlot: 3.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. The patient results in the meter memory were reviewed and a result of >8.0 inr was not found. The results of 6.0inr and 4.5inr were present in the memory.